Event description:
See initial report.

Manufacturer narrative:
Through further follow up communication, livanova deutschland learned that the hospital used multiple-use heating blankets until (B)(6) 2019, which were changed only every fourteen days. As the heating blankets are not part of the heater-cooler system 3t water circuit disinfection procedure, the use of multiple uses blankets reasonably suggests to be the source for the identified contamination. As of (B)(6) 2019, the hospital changed the approach and use only single use heating blankets.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Through follow up communication, livanova deutschland learned that the device was cleaned regularly per the IFU and the customer is very accurate but until now they use also water mattress. Furthermore livanova deutschland was informed, that the device is placed inside of the operation theater during use with the fan positioned versus patient but opposite to air flux and an estimated distance between the surgery field and the device of 3 meters and they use remote control in s5. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. A laboratory report confirming the contamination was provided. There was no known patient involvement.